Event description:
Healthcare professional reported right side very mild "displacement." Findings reveal that the event is considered to be device related because the "device did not achieve adherence within pocket" (adhesion). Findings reveal that the event of "did not adhere to tissue pocket" is considered device related because "this may be a reflection of the texturing." Healthcare professional later reported capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Device migration: unable to observe as it is not related to the device. Anxiety - product/procedure: unable to observe as it is not related to the device. Other-technical: not observed, the texture is even all the device. Additional observations: observed deformation. Observed creases on the surface of the device. Observed white calcification on the surface of the device. Observed white particles in the gel. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side very mild "displacement." Findings reveal that the event is considered to be device related because the "device did not achieve adherence within pocket" (adhesion). Findings reveal that the event of "did not adhere to tissue pocket" is considered device related because "this may be a reflection of the texturing." Healthcare professional later reported capsular contracture baker grade iii. Device was explanted and replaced.